Event description:
Procedure: wedge resection. According to the reporter: using the gia universal handle with the green loading unit the first three applications were fine; but when loading the following loading units and firing over the tissue, the staple row does not meet the surgeon's expectations: all staples were open or disformed. The surgeon changed the handle but it works in the same way. Using an endo gia ultra handle it produces a normal staple line. No patient injured, extension of op by about 1 hour, no blood loss, no extension of incision, conversion from vats to open procedure, no loss or damage to tissue, no tacks fell into patient, no reinforcement material used. How was the issue solved: using an endo gia ultra handle and additional application of running sutures.

Manufacturer narrative:
(B)(4).